Event description:
Additional information received reported that when the patient had her left side done in (B)(6) 2010, she felt like the programming was haywire. It was noted the pinging noise started within the past six months and the headaches, throbbing in the head, and ringing in the ears had been happening for more than a couple of years. The reporter could not pin a date when it started. It was noted that the patient experienced a loud pinging sound in her head when her neck cracked. The reporter noted that the noise in the patient¿s head was not normal and wanted to know what could be done about it. It was noted the patient had headaches all the time. The reporter noted that the patient was considering taking the device out.

Event description:
Additional information reported that the patient experienced ¿noise in head¿ and a ¿loud ping¿ when they turned their head or when they cracked their neck ¿a little bit¿. It was also reported that the patient experienced headaches and ¿tightness" in their head symptoms which worried them. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the patient was implanted, she had experienced pain behind her ear and down the base of the neck. Recently, the patient had started to experience a shocking sensation in her right foot. The patient had been reprogrammed the day prior to the report but was still experiencing symptoms. Approximately a week later, it was reported that the patient experienced an ache on the right side of her head, a ringing on the head, as well as a sharp sensation on top of the right foot and left side of the leg or calf. The leg symptoms had started ¿pretty much right after the patient was implanted¿. The reporter indicated that the patient had spoken to her healthcare provider (hcp) about the right side. Two days, as well as the day prior to the report, the patient experienced a shock on the left side. The right side shocks had reportedly been happening for about a month whereas the left side was ¿undetermined, maybe more than a year¿. It was noted that the left side felt like a ¿quick instant shock¿. Additional information received a week later reported that the patient was still having concerns regarding the device or therapy but was working with her healthcare provider or manufacturer¿s representative. An appointment date of (B)(6) 2013 was noted.

Event description:
Additional information reported indicated that the cause of the event was unknown, but it was speculated that it was due to a lead cap recall. All impedances were less than 3000 ohms with electrode pair testing. No lead problems had been found "thus far." Reprogramming was performed on the day of the report with left dbs (deep brain stimulator) unit electrode change from 3+ to 2+ with pending results. Signs and symptoms associated with the event were ringing sound/sensation in the left side of the head. Patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant: product ID 7438, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 37085-40, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 37085-40, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3387s-40, lot# v013886, implanted: 2006-(B)(6), product type lead. (B)(4).